Event description:
It was reported that a patient barrier rotational handle lock was broken in a manner that prevented it from locking into position. No injury was reported.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2126677-2010-00010. Ge healthcare's investigation concluded that the mechanism which applies friction to the definium 8000 patient barrier pivoting arm wears rapidly allowing the arm to swing freely when the lock is not applied. The result is that the pivoting arm may be stored in a upright position which will be unstable due to a lack of residual friction. Ge healthcare will modify the rotating arms to restore the residual friction sot that the arm will retain position (rather than swing freely) while the locking levers are disengaged. The product labeling will also be updated to improve awareness and identify the hazard relative to proper storage. This action was reported to FDA per 21 cfr part 806 on 10/05/2011. Reference corrections and removals report number 2126677-10/5/11-002-c.